Event description:
It was reported that in the procedure of  posterior cervical spine fusion the tip was damaged when creating the subcervical hole . It was reported that there was no health damage or impact to the patient. The procedure was completed with the backup product. No additional intervention was performed or planned as a result of this event and no procedure delay.

Manufacturer narrative:
H3 product analysis: device evaluation is not possible since the device was discarded at the customer end. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.